Manufacturer narrative:
The device was returned to olympus and the customer's allegation was not confirmed. However, there was no buckling or deformation in the insertion part. The operation of the hook was confirmed, and it was possible to extend and retract smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a therapeutic clip hemostasis procedure, the rotatable clip fixing device release failed after clipping. The clip did not come off easily from the applicator but was able to come off while the operator was moving the device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received (via h4). The subject device of this report was manufactured in july of 2019. However, a specific date cannot be identified as the subject device has a 3-digit lot number. If applicable additional information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that the bending of the hook was caused by the bending load applied when the connecting rod was removed after clipping or during reprocessing, but the cause could not be determined. Regarding the reported phenomenon, the instructions for use identify verbiage that could prevent it from occurring: "·do not squeeze, wipe, or rub the rotating clip device. It may lead to damage or deterioration of the function of the rotating clip device. ·do not step on, pinch, or hit the coil sheath when handling or cleaning during surgery. This may lead to crushing and deformation of the tip of the coil sheath and buckling of the coil sheath, and the clip may become caught inside the coil sheath after clipping and may not come off. Before use, be sure to check that the entire coil sheath is not crushed or deformed according to "3.2 inspection of this product" in the "instruction manual", and do not use a clipping device with an abnormal coil sheath. ·before use, be sure to slide your finger over the entire coil sheath according to "3.2 inspection of this product" in the "instruction manual" to confirm that there is no collapse, displacement, or buckling, and do not use a rotating clip device that has an abnormality. If a rotary clip device that is crushed, displaced, or buckled is used, the distal end of the coil sheath may break or fall off, or the forceps channel of the endoscope may not be inserted. In addition, if it is inserted forcibly, it may suddenly protrude from the distal end of the endoscope, leading to perforation, major bleeding, damage to mucous membranes, and the like." Olympus will continue to monitor field performance for this device.